Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
No blood glucose levels reported. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis on (B)(6) 2014. The customer was wearing the insulin pump at the time of hospitalization. The customer reported getting treatment at the emergency room. The blood glucose levels of the customer became low after treatment. The customer reported taking glucose tabs to raise her blood glucose levels. The customer reported having insulin resistance and thought that the insulin pump was working fine. No additional information was provided.